Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: during investigation, there was a verified cs 078 alarm in the black box. The original complaint was unable to be duplicated. The rewind, load and prime steps were performed successfully. The pump was run for a min of the 24 hours with no cs 078 alarms duplicated. The pump was opened and there was no moisture corrosion found on the motor connector. There was no moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.